Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change issue was verified, but the hardware issue could not be verified. The information will be used for tracking and trending purposes.